Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. A definitive root cause could not be determined. Based on the results of the investigation, the probable cause occurred due to faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. During evaluation, there was no image due to a faulty printed circuit board. Also, the serial digital interface connector ports 1 and 2 did not work. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
An olympus company representative reported that the lcd monitor had no image. No patient involvement reported.